Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a bad insertion from training, which resulted in highs over 700mg/dl for a couple of days. The customer did reach out to a doctor and was advised to changes sites to resolve the issue. Then the customer's blood glucose was dropping into the 50's mg/dl too. The caller had issues getting registered on the carelink, but she was finally able to do it and received the login information. No further information was provided.